Manufacturer narrative:
(B)(4). Batch #: r92a7j. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a cholecystectomy the ace probe active blade broke. Fragments were generated but were easily removed without additional intervention. The procedure was completed successfully with a new probe. There were no patient consequences.